Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. H3 other text: customer received field action notification.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not powering on. There was no patient harm. The issue was noted prior to patient use.